Event description:
A peritoneal dialysis (pd) patient reported that they were experiencing supply bag lines are blocked and drain line is blocked messages during pd treatment. It was reported that the patient had a procedure to check their catheter placement. During follow-up, the patient reported they were experiencing drain complications and underwent an outpatient pd catheter (not a fresenius product) revision on (B)(6) 2020. The patient's pd catheter was found to be out of position and was adjusted with good effect. The patient stated the liberty select cycler drain issues were finally resolved when their primary pd registered nurse (pdrn) came to their house and reset several alarm/error codes (in addition to the pd catheter revision). The patient stated they have recovered from the event(s) and continues to utilize the same liberty select cycler as before. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).